Manufacturer narrative:
Block b3: date of event was approximated to 01/01/2025 as the event date is unknown. Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut. Block h11: blocks b5 and h6 (device code) have been updated based on the additional information received on february 6, 2025.

Event description:
It was reported to boston scientific corporation that a cold snare was used for a polyp for a colonoscopy procedure performed on an unknown date. During the procedure, the snare would not open all the way. They had to force the snare to open, but then it refused to cut. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. ***additional information received on february 6, 2025*** it was reported that a strong amount of force was applied to get the snare to open, and they stated that were was a lot of resistance. There was no problem noted with the handle.

Manufacturer narrative:
Block b3: date of event was approximated to 01/01/2025 as the event date is unknown. Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Event description:
It was reported to boston scientific corporation that a cold snare was used for a polyp for a colonoscopy procedure performed on an unknown date. During the procedure, the snare would not open all the way. They had to force the snare to open, but then it refused to cut. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to 01/01/2025 as the event date is unknown. Imdrf device code a050702 captures the reportable event of loop failure to cut. Blocks b5 and h6 (device code) have been updated based on the additional information received on february 6, 2025. Block h11: investigation result the returned device, still in its unopened pouch, showed no visible damage or defects upon inspection. During the procedure, the snare device malfunctioned, failing to open fully and cut. The procedure was completed with another snare of the same model, with no patient complications. The investigation concluded with "no problem detected".

Event description:
It was reported to boston scientific corporation that a cold snare was used for a polyp for a colonoscopy procedure performed on an unknown date. During the procedure, the snare would not open all the way. They had to force the snare to open, but then it refused to cut. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event. ***additional information received on february 6, 2025*** it was reported that a strong amount of force was applied to get the snare to open, and they stated that were was a lot of resistance. There was no problem noted with the handle.